Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), the first episode of cystitis ("bladder infection"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal conditions/ gastrointestinal or digestive system condition type: ibs"), nausea ("nausea"), cyst ("cyst"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of cystitis ("bladder infection"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), ovarian cyst ("frequent cysts on ovaries"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("abdominal bloating") and pain ("pain in general"). The patient was treated with surgery (salpingectomy (bilateral)/tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and ovarian cyst had resolved, the bladder disorder, urinary tract disorder, vaginal infection, fatigue, irritable bowel syndrome, nausea, cyst, urinary tract infection, vaginal haemorrhage, the last episode of cystitis, adenomyosis and abdominal pain lower outcome was unknown and the abdominal distension and pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2013 previously reported and (B)(6) 2013 current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were closed and everything looked fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: reporters, patient demographics and laboratory data were added. Essure indication updated. Added events abnormal bleeding (vaginal), bladder infection, reproductive system disorder or condition type of disorder or condition: adenomyosis, frequent cysts on ovaries, lower abdominal pain, abdominal bloating, pain in general. Updated event gastrointestinal conditions/ gastrointestinal or digestive system condition type: ibs (previously reported as gastrointestinal conditions). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), nausea ("nausea"), cyst ("cyst") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral)/tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, cystitis, urinary tract disorder, vaginal infection, fatigue, gastrointestinal disorder, nausea, cyst and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2013 previously reported and (B)(6) 2013 current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain,general abnormal. Bleed, menorrhagia (heavy menstrual bleeding), bladder problems, bladder infection, uti, urinary problem, vaginal infection,fatigue, gi conditions, nausea,cysts. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.